Manufacturer narrative:
Section d2 common device name:corrected to "catheter, thrombus retriever".

Event description:
It was reported that catheter split in half during case. There were no clinical consequences reported due to the event.

Manufacturer narrative:
Expiration date: added. Device evaluated by mfg :update. Summary attached: updated. Manufacturing date: added. DHR (device history record) review was performed for this batch and no deviation was found related with the reported event. Analysis of the catheter found that the axs vecta catheter proximal shaft was severely stretched at 21.5cm from its proximal end. The axs vecta catheter proximal shaft was separated at approximately 25.8cm from its proximal end. It was compressed just distal to the separated site. No other anomalies were found. Due to the nature of the complaint the functional evaluation was not performed. Additional information indicated that this was amongst top 10 cases in terms of tortuous anatomy and it was a type 3 arch. In addition, it was reported that non-stryker long sheath was used as the guide in the procedure and the physician was having significant issues with it falling into the arch. On the 2nd pass, after guide catheter had fallen multiple times, the doctor pulled out the axs vecta and that is when the reported issue was noticed. From the condition of the catheter when it was received for analysis, it appears that excessive manipulation and force to gain access to the desired vessel may have been used during the procedure, which could have resulted in the severe stretch and separation of the catheter. The reported issue is associated with a product that meets stryker design and manufacture specifications. However, due to procedural and/or anatomical factors during use, the product performance was limited. Therefore, a cause of 'procedural factors' has been assigned to the reported and all analyzed codes.

Event description:
It was reported that catheter split in half during case. There were no clinical consequences reported due to the event.

Event description:
It was reported that catheter split in half during case. There were no clinical consequences reported due to the event.